Event description:
On 5/13/82, hypomastia of the right breast with fibrous contractures and deformities was diagnosed. Pt had excision of scar and reconstruction of the right breast by insertion of this implant. Problems noted and/or suspected: implant sloshing noises and implants wrinkled badly. Implant exposure, capsular contractures, breast tenderness, pain, burning, aching and hardening, breast shrinkage, aching legs, swelling hands/feet, blood in urine, shoulder and elbow joints ache, fatigue, headaches, burning of finger tips, calcification of scar capsule around implants, arthritis symptoms, hair loss, unnatural coldness of feet, breasts, buttocks and hands, healing problems, incorrect size of implants: too big, malposition of implants: one has dropped, visible implant wrinkles, cannot sleep on stomach or hug friends, reluctant to conduct intimate relationships or have physicals due to embarrassment/implants, breasts sag, diarrhea, colds, closed capsulotomies, tailbone pain, nervous tension, anemia, respiratory infections, abdominal discomfort and pain, hematuria, gastritis/colitis, elevated temperatures, low back pain, dizziness, hypotension, thyroid nodules and gastroesophageal reflux. Also see 1004992, 1004993 and 1004995.)